Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient was not symptomatic prior to the fall on (B)(6) 2024. On (B)(6) 2024, ldh was noted to be 568. The patient was discharged on (B)(6) 2024 and then ldh was 364. It was stated that the cause of the elevated ldh was due to fractured bones (costa and scapula), hematoma and lung contusion. A computed tomography (CT) scan was taken, and in the proximal part of the outflow cannula along the anterior wall, the thrombus-suspicious tightness was suitable to be in the space between the inner and outer tube and not primarily intraluminal. Radiologically, it was a very hard-to-interpret finding regarding the inflow cannula. It was true visually that there was no contrast agent in the cannula (11.11. At least in the proximal part there was better filling), but it may have been a phenomenon caused solely by the metal artifact and a slightly different phase of the contrast agent. Taking into account that the outflow cannula filled up and also that the density of the content of the inflow cannula increased by 40-> 140 hounsfield unit (hu) when measured from the native series and the venous series, it was unlikely that there was a total blockage in the inflow, but partial thrombosis could not be ruled out with certainty from these images. The patient experienced shortness of breath. Their international normalized ratio (inr) target level was increased to 2.5. Their acetylsalicylic acid (asa) dose was increased to 100 mg x 1.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as no images were submitted and heartmate 3 left ventricular assist device (lvad), serial number (B)(6), is still in use. Additionally, a direct correlation between the device and the reported regurgitation and low flow alarms could not be established through this evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation. The submitted system controller log file contained data from (B)(6)2024. On (B)(6)2024, between 0:50:54 and 0:56:07, low flow hazard faults and alarms activated when the calculated flow fluctuated below the low flow threshold of 2.5 liters per minute (lpm). On (B)(6)2024 at 12:36:34, low flow hazard alarms activated when flow dropped to 0.0 lpm. The alarms remained active until the controller was powered down at 14:08:52, consistent with the reported controller exchange. No other notable events or alarms were captured, and the system appeared to operate as intended. The patient remains ongoing on heartmate 3 lvad, serial number (B)(6), and no further issues have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure". Section 5 of the IFU warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that there were no recent changes to rotations per minute (rpm). A few days earlier, the patient called the hospital due to low flow alarms. The flow was 2l/min and the patient was feeling well. The flow increased quickly back to normal 4.5l.min and the patient was advised to drink more fluids. The left ventricular assist device (lvad) parameters had been normal ever since. The lactate dehydrogenase level also decreased.

Event description:
It was reported that the patient presented to the hospital by ambulance because the left ventricular assist device (lvad) flow dropped to zero. Low flow alarm was noted with sound and red broken heart. The patient fell from a ladder on (B)(6) 2024 and was in the ward for 9 days. The lactate dehydrogenase was at 590 level in the previous week, unknown if it was due to trauma. From on (B)(6) 2024 night, once the low flow apparently was at 2lpm, returned to normal. On (B)(6) 2024, the flow suddenly dropped to zero and was directed to the hospital by ambulance. Troubleshooting was performed by changing the system controller and that fixed the situation. Before the replacement, the echocardiogram showed the opening of the aortic valve which was not the case with the pump before. In addition, the heart pumped somewhat, even produced blood pressure of 100/70. After the replacement of the controller, the function of the heart changed back to the same as before during the pump treatment and the aortic valve no longer opened. Once the situation was resolved, the patient was discharged home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.